Event description:
It was reported that the patient is having increased seizures with a decrease in output current from 2ma to 1ma. The patient was reported to have been referred for a full revision. No known surgery has occurred to date. No additional relevant information has been received.